Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during an esophagectomy procedure, the tip of the harmonic ace curved shears insert broke off and the instrument could not be used. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the csr stated that the instrument was in use for approximately two hours prior to the observed issue. In between the procedure, the instrument was removed for cleaning.